Event description:
Device was used in a rescue. The AED pads were placed on the patient, it analyzed and advised to shock. One shock was delivered then the AED began to state "service required". Another medic team was on scene and used their own AED to continue treatment.

Manufacturer narrative:
AED was sent to the manufacturer (csc) for failure investigation and analysis. A follow-up report will be submitted once investigation is complete.